Event description:
The customer observed error code 1118 (invalid test results, intercept too low), while running on pt sample on the axsym digoxin iii assay. Spinning the sample at a speed of 10,000 rcf (relative centrifuge force) solved the problem. There was no impact to the pt's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.